Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 62 year-old patient was implanted in 2020 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2024 patient presented with acute mastitis with palpable abnormality and redness at the lumpectomy site. A localized complex fluid collection was found at the ultrasound imaging suggestive of a seroma. On (B)(6) 2025 the image observed suggested the liquid collection around biozorb implant has resolved. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.